Manufacturer narrative:
A product evaluation was completed on the returned hema70cc2 cable. The reported event could not be confirmed. Connected the hema70cc2 to an alta monitor 3 times. Each time the cable was recognized and no errors occurred. Moving the cable while connected caused no disconnection or errors. No damage was found. Passed all evaluation steps. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no defect was found, a product non-conformance or device failure could not be confirmed and no root cause could be determined. In addition, a device history record review was completed and the product passed without nonconformances.

Event description:
It was reported that, during use, a cco cable had low blood temperature reading and could not calculate co. The cco cable had blood temperature of 89 while the foley catheter had 97. Cable was connected to an alta monitor. There was no patient harm.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.